Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot #: (B)(4), implanted: (B)(6) 1997, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 10-nov-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had complained of pain, but she didn't know when the onset of the pain was other than "during the first pump." The hcp was checking the catheter for clogs on an unknown date and, per the patient, thought there was crystalized morphine blocking the tubing. The hcp didn't think, per the patient, that the patient had a clot. According to the patient, the hcp "pushed and pushed until it unclogged." Subsequently the patient was unable to sit up, their body "pulled to the right," they were unable to talk and could not respond. According to the patient they had a stroke and were hospitalized. No further complications were reported.